Event description:
It was reported that a loss of capture and low sensing were observed. The physician elected to explant the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received other text : na.